Event description:
The lock for the battery cover is broken.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according the information received, the sonnet 3 battery pack cover child lock is already broken after a half year. The investigation revealed a missing child lock. It seems likely that the cover has been opened or closed while locked, causing mechanical stress. This is a final report.

Event description:
The lock for the battery cover is broken. No adverse outcome was reported.